Manufacturer narrative:
Additional information: d10, h3, h6. H10: one actual sample was received for evaluation. A visual inspection was performed, and it was noted that there was a damaged/cracked notch on the light blue main body. It was also observed that there was residue on the threads of the main body. The reported condition was verified. The cause of the reported condition could not be determined; however, the cause of the event could be caused from the foreign solvents, dye, or cleaning agents exposed to the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minicap transfer set leaked; further described as ¿leakage at the luer connector." This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.